Manufacturer narrative:
Updated sections: d4 expiration date and UDI, h4, and h6 type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve implanted for 8 years 7 months underwent a valve-in-valve procedure due to severe stenosis. Patient presented with acute chf, worsening sob, doe, orthopnea, le edema and wheezing. The procedure was performed with a 20mm 9600tfx transcatheter valve. Patient left hybrid in stable condition. The patient tolerated the procedure fairly well. Echocardiogram look good.